Event description:
It was reported that during a hernia procedure, the device penetrated the patient's abdominal wall and stuck the physician's hand. There was no consequence to the patient. The patient and physician are fine.